Manufacturer narrative:
Conclusion and justification status: a review of the information made available confirmed that insufficient information had been provided to complete a complaint investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required.

Event description:
Impactor broke when the surgeon impacted the device to insert a tibial implant.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.